Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implant for the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported that 8 years and 8 days post the index procedure, a CT was performed which showed a type ia endoleak and type iib endoleak. The patient was also complaining of abdominal pain. It was reported that the physician decided it was best to explant the graft. The graft was explanted on the same date. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.